Event description:
It was reported that, "screw was inserted into shell and metal shavings appeared following insertion." Broken fragments did fall into the patient, but was retrieved completely.

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.